Event description:
It was reported that whenever the patient was driving his wife¿s car his stimulation turned off when he hit the gas pedal and came back on when he decelerated. The patient noted that this started occurring gradually since his last reprogramming session ¿a couple months ago.¿ the patient¿s adaptive stimulation was on. The reporter mentioned that the patient did have positional changes when he reclined. The patient was getting great stimulation coverage. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient product ID 37754, serial# (B)(4), product type recharger, product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
Additional information stated the ¿patient was experiencing postural changes¿ and that ¿everything with the system was found to be in perfect working order.¿ it was noted ¿no further action was needed.¿